Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the sheath flexcath 4fc12 with lot number 25931 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at 2.20 inches in proximal from the tip, but it may have been caused post-procedure. Aspiration/flushing test did not show any air passing through the tube or expelled from the sheath distal tip. Multiple aspirations / injections were performed without air bubbles or leaks through the hemostasis valve when a test balloon catheter was introduced through the sheath. Hemostasis valve was leak tight. Dissection of flexcath sheath handle did not show any anomaly in adhesive application. In conclusion, the reported air ingress issue was not confirmed through testing. However, the sheath failed the product inspection due to the kink on the shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an "abnormal amount of bubbles" were observed in the sheath during aspiration, indicating air ingress. The case was aborted. No patient complications have been reported as a result of this event.